Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported by the pt's daughter that the pt had passed away in 2007. She had been experiencing pain and tenderness. Subsequently developed fistula and mrsa infection.